Event description:
The report stated that during a bilateral breast augmentation procedure, there was arcing from the non-cutting portion of the electrode. The patient sustained a burn to the right nipple which was excised and closed without any problem. A burn on the left nipple was near the middle of the areolar complex and was treated expectantly with antibiotic ointment. A new electrode was used throughout the remainder of the operation with no problems. Post-surgery sterile dressings consisting of bacitracin were applied to the burn. The burn size was described being 4x5mm. The site reported that after activation, they saw a hole in the electrode where it connects to the pencil.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.